Manufacturer narrative:
A review of the device history record was performed and no issues were found. All devices within the lot met all requirements for release and distribution. There have been no other complaints associated with this lot number. A review of the balloon material used shows there are no other complaints associated with the lot of material used to manufacture the balloons used on this catheter. A comparative catheter was pulled and tested for rated burst pressure. The comparative catheter was the same catalog number but a different lot number as the complaint catheter. The balloons were immersed in a body temperature bath and incrementally inflated until they burst. The inner balloon did not burst until 17 atm, which is well above the labeled rbp of 5 atm. The outer balloon did not burst until 15 atm, which is also well above the labeled rated burst pressure of 9 atm. This device was being used off label for an unapproved indication. The approved indication is angioplasty. The device was being used for stent placement.

Event description:
As per the report from the user facility / foreign distributor - after positioning the bib balloon mounted cp stent at aortic isthmus, the physician tried to inflate the inner balloon, but without success. Then she tried to insufflate the outer balloon, it opened both distal portion of cp stent but immediately the balloon broke. The physician could successfully finish the procedure with a zmed 12x40 balloon in order to implant the cp stent.